Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they had high blood glucose. The customer's blood glucose was 55.8 mg/dl last night and corrected the blood glucose by eating, customer woke up blood glucose was 432 mg/dl which treated with insulin pump. The insulin pump will not be returned for analysis.